Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that their blood glucose was high and tried to give a bolus and insulin pump repeatedly had motor error alarm. The customer blood glucose level was 390 mg/dl at the time of incident. The customer declined troubleshooting due to getting motor error. The device will not be returned for analysis.